Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 2.3 inr , qc 2: 2.2 inr , qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. The customer poked the same finger to dose for multiple tests. This is known to affect the accuracy of test results.

Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. The result from the laboratory at 9:20 a.m. Was 2.74 inr. The result from the meter at 9:26 a.m. Was 3.6 inr. The patient had an additional result on the meter of 3.5 inr "a few minutes" prior to the 3.6 inr result. The customer poked the same finger for each meter test. The laboratory result was believed to be correct. The patient's therapeutic range is 2.5 - 3.0 inr. No medical treatment was necessary. No changes were made to the patient's coumadin dose. There was no allegation that an adverse event occurred. The patient is in stable condition. The meter and test strips were requested for investigation. The patient is not anemic, does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The patient is not taking any new medications, has not had any diet changes and has not been ill recently. The patient is not experiencing any bleeding or bruising. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.